Manufacturer narrative:
(B)(4). Batch # m93997. The analysis results found that the el5ml device was received with the jaw bent. Due to the returned condition of the device no functional test could be performed to evaluate the reported incident. In order to evaluate the device¿s internal components, the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged and empty. Possible causes for the damage found may be inadvertent pressure placed on the device jaws through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device jaws. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, collapsible jaws broke. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.